Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined that during an scs permanent implant procedure the patient's condition was declining and the anesthesiologist informed the physician that the procedure could not be completed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-04034. It was reported that the during an scs permanent implant procedure on (B)(6) 2023 that the patient's condition was declining and the anesthesiologist informed the physician that the procedure could not be completed.